Manufacturer narrative:
(B)(4).

Event description:
"Patient was attempting to remove the pessary when the stem broke. The patient went to the emergency room at the above referenced hospital where it was removed. See attached email response for complete details. Please also reference second complaint (B)(4)."